Event description:
It was reported that during an unknown procedure the device deployed clips that formed in a criss cross fashion and some fell off as well. Also, they were not adhering to the structure. There was no pt consequence.